Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after implantation and programming to bipolar, the next day the printout showed a ddd mode, 3,5v pacing and sensing to unipolar. Please check what created / caused this strange reprogramming.

Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - the programming in bipolar was performed before the implantation. - during the automatic implantation detection, the ventricular lead impedance measurement in bipolar failed. Therefore, the pacing polarity did not switch in bipolar. - nevertheless, the user has programmed in bipolar later and the device was well programmed in bipolar pacing mode which means that the atrial and ventricular lead impedance measurement was within the normal range in bipolar mode (below 3000 ohms). - in the pdf provided, it is seen that the value in unipolar is written in the column related to the first interrogation where the user did not program the bipolar pacing mode yet. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, after implantation and programming to bipolar, the next day the printout showed a ddd mode, 3,5v pacing and sensing to unipolar. Please check what created / caused this strange reprogramming.